Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial led exhibited auto mode switch episodes due to oversensing and noise; the lead also exhibited undersensing. The patient was in stable condition, so the physician elected to continue to monitor the patient.